Event description:
False positive advia centaur xp (B)(6) results were obtained and confirmed with repeat testing and confirmatory testing by the customer on five patient samples. The results were questioned, and four of the five patients were redrawn and retested for (B)(6). The (B)(6) test results were negative for the four redrawn patients. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the patient discordant positive (B)(6) results is unk. The positive (B)(6) results with confirmed (B)(6) neutralization test results could be attributed to sample handling. The customer has declined siemens field service intervention. No further evaluation of this device is required.